Event description:
It was reported that following a recent medication change associated with increased energy, the patient experienced variable glucose trends described as a roller coaster effect, and callers were unable to identify a clear cause despite correct meal announcements and recent onset of the issue; the event was associated with warnings for urgent low soon and low glucose, and the agent attempted transfer for clinical troubleshooting. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose. Investigation included troubleshooting and education with assignment for additional training. Investigation of this case revealed that the cause of hypoglycemia was unclear, with no device component malfunction identified based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.